Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 26mm seguin semi-rigid saddle ring was chosen for a procedure. The ring was implanted. Post operative echocardiogram (echo) results were not okay was noted on table. The physician decided to replace the ring with a new 27mm sjm masters series valve expanded cuff. The ring was removed and the valve was implanted while patient was on the bypass. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Explant due to lack of effect was reported. The investigation found the device met visual specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.